Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3998, lot# v044850v01, implanted: (B)(6) 2008, product type lead; product ID 3998, lot# v006011, implanted: (B)(6) 2006, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the patient¿s stimulation would seem to be weaker by the afternoon. It was stated that the weakness was related to the amount of activity the patient would do on that given day. It was further stated that the patient¿s stimulation would seem to be weaker if he would do more.